Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician accessed the proximal left anterior descending (lad) target lesion with the sakura firestar 2.5 x 15 mm balloon catheter and inflated the balloon to less than 10 atm. The physician, then could not deflate the balloon catheter with negative pressure using the inflation device. The balloon was finally deflated by applying negative pressure while using a 20 ml syringe. The balloon catheter was retrieved and the procedure was completed successfully with another product. There was no reported patient injury.

Manufacturer narrative:
The proximal lad target lesion was reported to be: not calcified or tortuous, and an 80-90% stenosis. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. An inflation device was used for the procedure, and the contrast to saline ratio was one to one (1:1). There was no reported resistance/friction reported, while advancing the catheter through the rotating hemostasis valve, guiding catheter of the vessel/vasculature. There was no reported difficulty accessing the target lesion, and the catheter was not ever in an acute bend. The same inflation device was used subsequently without any problem. There was no contrast leakage reported during inflation and the balloon maintained pressure during inflation. The balloon or shaft did not burst. The balloon re-wrapped properly. The catheter did not kink during use. The catheter was removed easily from the patient and other products used. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.